Event description:
It was reported that a pt underwent a hysterectomy in 2008. During the procedure, the disposable hand piece would not cut and the lights on the motor drive unit display began to flicker. A second and third disposable hand piece were used with the same result. There were no other disposable hand pieces available and the case was converted from a laparoscopic-assisted vaginal hysterectomy to an open procedure to successfully complete the case.

Manufacturer narrative:
Date sent to the FDA: 04/04/2008. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00218. The same pt is represented in each medwatch.